Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting. Ultimately, the customer reverted to an alternate method of insulin therapy.